Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a short battery life issue. Additionally, the reporter noted that the battery compartment was cracked and that there was moisture corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings:a review of the pump histories indicated short battery life had occurred. There was evidence of corrosion observed in the battery compartment. Leak testing revealed a leak at the battery compartment. The pump powered on normally and did not draw excessive current. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.